Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the device associated with this complaint was returned as a blind unit. Visual examination of the device found the end of the handle broke off. Strike end is separated from the rest of the instrument. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The following device was received as blind unit: product code: (B)(4), lot #: so2047956. Tracking number: (B)(4). However, it could not be associated with a complaint or any other existing record. As a result, this complaint was created to analyze the returned device from (B)(6). This complaint involves one (1) device.